Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: 2008 - 2.8, 2.2, 1.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio repeated test in the inratio meter. The result provided by the caller is as follows: see scanned table. As per internal procedure, the acceptance criterion for imprecision is a 20% or less in the cv. The %cv for this event is 19.92 which is less then 20% criterion is met, and the product will not be investigated.